Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found a broken pitch cable at the distal clevis hub. The clevis did not exhibit any wear. Furthermore, broken strands stuck out at the wrist of the instrument and the crimp was also missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted hysterectomy with bso (bilateral salpingo-oophorectomy procedure, a broken cable was noted on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.